Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bottom assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, the movement of switching lever was not smooth. There was no reported patient involvement.

Manufacturer narrative:
Updated information has been received stating that the bag/vent switch is still functioning. The malfunction of the switch not moving smoothly is not a reportable malfunction. Based on this new information, this case has been reassessed as not reportable.